Manufacturer narrative:
H4: the device was manufactured from april 05, 2019 - april 07, 2019. H10: the device was received for evaluation. Visual inspection on the returned sample revealed a white particulate matter (pm) inside the fluid pathway. Additional visual inspection along with magnification verified a floating curved white shaving appeared to be a plastic-like approximately 0.25 inches in length. Further pm analysis revealed the particulate was acrylonitrile butadiene styrene (abs). The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) contamination discovered within a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as foreign material (white plastic) observed during mixing prior to patient use. There was no patient involvement. No additional information is available.